Manufacturer narrative:
Additional information provided in d.9., g.2., h., h.3., h.6., and h.10. Corrected information provided in a.2. And a.3. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The company service representative examined the system and was unable to confirm or replicate any system nonconformity, which may have contributed to the reported event. The system was then tested and met all product specifications. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with suction break in the right eye during flap creation procedure. Patient interface got detached from the patient eye and resulted in cancellation of the procedure. There was no patient harm.